Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Bleeding or surgical complications are known potential complications associated with all patients implanted vads. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that while in the operating room, pump implanted, on at 2200 rpm and de-aired, patient off bypass. Surgeon noticed blood pouring from outflow graft above the bend relief clamp. The patient placed back on bypass, pump turned off, bend relief clamp and outflow graft removed from pump. A 1 cm linear tear noted in out flow graft. Outflow graft cut above tear and reattached to pump with bend relief clamp. Pump turned back on and patient weaned from bypass again. Graft appears to be intact and functioning appropriately. Additional bypass time 27 min. The patient reportedly is stable after this event. Product is being returned and investigation is ongoing.

Event description:
It is not known how the damage occurred to the pump. User error was not contributed the issue. The patient tolerated the implant procedure fine. No injury was reported. The patient was noted to be fine.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The outflow graft was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via pictures sent by the site revealing the tear in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, heartware has initiated an internal investigation to evaluate outflow graft damages. Based on this investigation, the most likely root causes of tears or cuts in the outflow graft have been attributed to technique and the difficulty of assembly.